Event description:
It was reported that the device was used during an open cholecystectomy. It was reported by the rep that (1) mcm30 misfired on its 1st use, cutting the cystic artery. No other info is available. There was no consequence to the pt.